Event description:
While using a byte night aligners, patient reported that they had seen their dentist for routine cleaning and checkup and their dentist noticed a few issues with their bite and the way their teeth were meeting. The patient dentist sent a letter stating: the patient presents with no anterior occlusion. The patient's right-side occlusion is light. All buccal cusps should be brought down to lose the bite. Tooth #4 needs to be brought buccally. The left side has the same issue as the right side. No decoupling at the posterior during protrusive. Guidance is on posterior teeth will create wear as well as tmj. Requested additional diagnostic findings and bite video.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.